Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was turning off "without touching any buttons" when they were by a computer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).